Event description:
It was reported that the pump battery was taking longer to charge. There was no adverse impact to the customers blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.